Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6f device. Resistance to deployment was encountered right away. The physician exerted force to deploy which resulted in partial deployment of the needles. He then attempted back down, however the anterior needle stalled in the barrel and would not back down. The cardiologist tried to redeploy and the posterior needle presented. He retrieved the posterior needle and then enlarged the arteriotomy slightly, located the anterior needle the aid of fluoroscopy and retrieved it by pulling it out of the entrance of the barrell. A guide wire was reinserted and closure achieved with a prostar xl 8f device.